Manufacturer narrative:
The hill-rom technician found the roll pin was missing from the CPR lever. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and reset of the head cylinder. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the CPR lever roll pin to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR lever did not work. The bed was located in the ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).